Event description:
It was reported that during a tsa surgery, upon routine implantation of the 42mm glenosphere concentric, the set screw inside of it would not fully engage with the glenoid baseplate. Upon finally removing the implant, it was discovered that the set screw itself had broken off from the device and had to be extracted separately from the baseplate. Furthermore, while trying to extract the faulty glenosphere, the t-20 driver 4.5mm peripheral screws were starting to show signs of stripping in the driver tip threads. It is unknown how the procedure was resumed or if there was any delay. No further consequences were reported at the moment.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The device was returned in two pieces, the set screw and a portion of the retainer was evenly broken off of the glenosphere. The tabbed portion of the retainer was still held within the glenosphere. There was no observed damage to the screw threads. The hexalobe feature on the screw did show signs of stripping. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the implant and instrumentation manufacturing specification , all implants and instrumentation will be 100% visually inspected. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.